Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during rotator cuff repair surgery, during anchor deployment, the anchor fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; h2; h3; h6. The reported event is confirmed. Visual inspection confirms that the anchor is broken. Only part of the anchor was returned. Item and lot numbers are not confirmed as they are not etched on the part. The tip of the pulley weldment is bent. Turning the knob does cycle the pully weldment in and out. The device is visually conforming to the print. There are 2 black handle halves and the knob is purple per the print. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.